Event description:
The customer alleged pump was "malfunctioning", however customer did not give any specific on alleged device deficiency resulting in the customer experiencing diabetic ketoacidosis. The customer's caregiver called an ambulance due to the patient presenting with lethargy and rapid respirations. The customer was transported to a "critical care center". Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.